Manufacturer narrative:
Investigation could not reveal the root cause, due to severe contamination. Since it is containing silicon dirt, foreign particles, can cause foreign body reaction to patient, hence it is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (B)(4) details of this activity were discussed with cdrh office of compliance (B)(4) ) during a tele-conference on (B)(4) 2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of an event that occurred in (B)(6): there have been two particles which are probably from the silicon medical grade. It`s difficult to recognize at the photos but we could definitely see them. She tried to save them but they have been too thin so we lost them.